Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller in doing so. The malfunction did not recur after resetting, and the customer was informed they could continue using the pump.